Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a reservoir that leaked. The customer stated that the issue started eight to nine months prior to the event. The customer also stated that the snap cap on the reservoir was not locking onto the p-cap of the infusion set. The customer then stated that after she started using the old clear snap cap reservoirs, the issues with her insulin pump disappeared. The customer further stated that she smelled insulin in the reservoir compartment of the insulin pump and that a reservoir must have been leaking. Nothing further was reported.